Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Fae stated that this looks like a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had a broken wrist cable. The instrument was replaced to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that fixing the mesh was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to the opening/closing of the grips. There were no issues related to the left/right (yaw) motion of the grips. There were no issues related to the up/down (pitch) motion of the wrist. There was a cable visibly protruding from the distal end of the instrument, it was one cable. The protruding cable was not the one that controls the opening/closing of the jaws. The protruding cable was the one that controls the up/down motion of the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.